Manufacturer narrative:
(B)(4). Additional h3 investigative summary: a needle/suture piece was received for evaluation. During the visual inspection of the sample, the fixation tab was cut of the suture and was not received for evaluation, some barbs present body fluids and were noted with damaged due to use of a surgical instrument. The tip of the needle was noted broken.to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. Per the visual inspection, the assignable cause of the performance fixation feature breakage intra-op was caused by an improper handling. Due to needle was observed broken at the tip additional evaluation was performed to determine the failure mode. Additional evaluation: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records couldn't be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the fixation tab of the barbed suture was broken during use. There were no adverse consequences to the patient. No additional information was provided.